Event description:
On (B)(6) 2015, the consumer's mom initially owned the unit before giving it to the consumer because she says it stopped working all of a sudden. On (B)(6) 2015, the consumer picked up the unit. The consumer's mom informed him prior to the unit having stopped working that she saw sparks coming from it. On (B)(6) 2015, the consumer inspected the unit and found out where the problem is: the three-conductor-cable is frayed going into the heating pad. All three copper conductors are exposed, presenting an electrical hazard. The consumer has no injuries to report. The consumer believes this product poses a safety hazard. The consumer plans on contacting the MFR. MFR: unk. Retailer: unk. Purchase date: (B)(6) 2011. The product was damaged before the incident: [not]. The product was modified before the incident: [not]. (B)(4).